Event description:
The customer reported to olympus, the telescope, had a broken piece near the eyepiece. The top comes off. The issue was found during an unknown therapeutic procedure. The scope was opened but not used. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was caused by improper handling of the affected device. Olympus will continue to monitor field performance for this device.